Event description:
On 08/19/2025 the user reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) levels of 44 mg/dl. At the time of the report on (B)(6) 2025 the user¿s bg was 50 mg/dl and was raised into the 80¿s with juice and a bagel. No hospitalization was reported. No long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.